Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not sensing on the ventricular channel. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that three case screws were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that during preventive maintenance, it was found that the external pulse generator (epg) was not sensing on the ventricular channel. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Benchtop analysis found that the main board failed several tests for ventricular blanking and active current. A thermal image scan showed high temperatures on an integrated circuit indicating a short. This component was replaced with a known good part. The board was run on an automated test console and all tests passed. The log was reviewed but there were no errors observed. Conclusion: the reported event was confirmed, there was a board component failure.